Event description:
Customer reported that she was rewinding the insulin pump and noticed that the insulin pump was wet. The blood glucose reading was 100 mg/dl. Customer reported that the reservoir was used. She stated that fluid got into the insulin pump from the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.